Event description:
It was reported that during a ptca procedure, in a difficult anatomy, the physician had difficulty crossing a previously placed stent with the guide wire. As the guide wire was being removed, the tip separated and remained in the pt. The tip was subsequently snared without further incident, and the pt status is listed as "okay".